Manufacturer narrative:
No lot or serial numbers were communicated; device expiration date and device manufacturing date not available. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the health professional had difficulty injecting and withdrawing water from cuff. The event occur at homecare clinic. No patient injury was reported. Additional information received via customer response email 9-nov-2022 : no medical intervention. The outcome of the event was resolved.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. Device evaluation: two (2) pictures were attached and reviewed. Picture one showed tracheostomy tube inside its original tray. Picture two showed tracheostomy tube inside a bag with the cuff inflated. The reported failure mode was not confirmed. No product was returned for analysis. No root cause could be determined from the pictures submitted. No corrective actions were performed since the root cause cannot be determined from the pictures provided. No fault was found. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot or serial number was provided therefore, a device history record DHR review could not be performed. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.